Event description:
Physician reported an intra prosthetic rupture of the left device. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Physician reported an intra prosthetic rupture of the left device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight and broken shell. A microscopic analysis was performed which identified, sharp broken on posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: sharp broken on posterior assessed, as unidentified (tear) opening.

Event description:
Physician reported, an intra prosthetic rupture of the left device. The device has been explanted and replaced.